Manufacturer narrative:
Info not available. Field service engineer visited the account on (B)(6) 2021 and repaired misaligned loading deck to resolve problem. System operating normally and meets jnj specifications. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2021 and vertical gas breakthrough in left eye occurred. Surgeon converted patient to photorefractive keratectomy. No loss of best corrected visual acuity reported. Bcva from (B)(6) 2020: right eye pre-op 20/20 -.50 x -.50 x 178, left eye pre-op 20/20 -.50 x -1.00 x 2.